Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
It was reported that the ventilator had an error code indicating a primary alarm failed. There was no patient involvement. The customer troubleshot with technical support and was advised to update the ventilator software and replace the speaker. Upon a follow up with technical support, the customer advised that the software was updated and the speaker was replaced. However, the ventilator still had the error code indicating primary alarm failed and a 5 volts supply failed. The customer was advised to replace the central processing unit (cpu).

Manufacturer narrative:
G4: 03jun2020. B4: 04jun2020. The customer reported that the power management board was swapped with a customer owned one and the issue was addressed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08jun2020. B4: 08jun2020. Information was received that the service engineer (se) went on site to replace the power management board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.